Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-02892 and 3005099803-2015-02893 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex tracheobronchial stents were used during a bronchoscopy procedure in the lungs performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the procedure. During the procedure, the physician attempted to deploy an ultraflex tracheobronchial stent (the subject of MFR. Report 3005099803-2015-02892); however, the deployment suture got stuck and the stent would not fully deploy. The physician removed the partially deployed stent from the patient. The physician then attempted to deploy a second ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2015-02893); however, the same event occurred and the stent was removed from the patient partially deployed. The procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: an ultraflex¿ tracheobronchial delivery system was returned for analysis. The stent was not returned for analysis. A visual and tactile examination found no kinks or damage with the device. No issues were identified with the returned device which could potentially have contributed to the complaint incident. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states that the stent is ¿indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms.¿ in this case, the stent was used to treat a lung transplant anastomosis. Therefore, the most probable root cause classification is user/use error.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-02892 and 3005099803-2015-02893 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2015 that two ultraflex tracheobronchial stents were used during a bronchoscopy procedure in the lungs performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the procedure. During the procedure, the physician attempted to deploy an ultraflex¿ tracheobronchial stent (the subject of MFR. Report 3005099803-2015-02892); however, the deployment suture got stuck and the stent would not fully deploy. The physician removed the partially deployed stent from the patient. The physician then attempted to deploy a second ultraflex¿ tracheobronchial stent (the subject of MFR. Report # 3005099803-2015-02893); however, the same event occurred and the stent was removed from the patient partially deployed. The procedure was completed with a third ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.